Event description:
Information received on (B)(6) 2013 states that this lead was explanted on (B)(6) 2013 due to staph aureus infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) , canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).